Event description:
It was reported that the right ventricular (rv) lead was fractured, had high impedance in bipolar and unipolar configurations, and was unable to pace the ventricle. When checked, the lead was noted with undefined impedance, increased pacing threshold, and sensing difficulty. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: e2dr01aa implantable pulse generator 2005-(B)(6), 5076-52 implantable pacing lead 2005-(B)(6). (B)(4).